Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard a "pop" at the implantable loop recorder (ilr) site and now feels pain at that location. The patient was instructed to contact their physician for further assistance. The ilr was later explanted for an unknown reason. No patient complications have been reported as a result of this event.